Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient experienced erosion with the artificial urinary sphincter (aus). The complete aus was explanted on an earlier date. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required. If further information about this complaint is received at a later date, the product investigation will be re-opened to address the additional information.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient experienced erosion with the artificial urinary sphincter (aus). The complete aus was explanted on an earlier date. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.